Event description:
During an incident in 2001 involving a male patient who had been in a car accidant and was conscious and awake, this defibrillator being used to monitor the patient with moore medical monitoring pads, could not get past the initial "check electrodes" prompt and shut down at 2 mm. On the same day the customer had a second incident involving female patient whohad passed out from heat exhaustion and was awake when the crew arrived. This same defibrillator was being used to monitor the patient with moore medical monitoring pads and again it never got past the "check electrodes" prompt and shut down in 2mm.